Manufacturer narrative:
Upon receipt of further information it has been determined that this report is a duplicate of MDR 1020279-2019-01359 and should therefore be disregarded.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, four years after a left hip reconstruction surgery had been performed, the patient was not able to walk due to the pain. It was found that found that the middle part of the left prosthetic femoral stem was broken. Considering that replacing it with a new one would require extensive surgery, the patient was discharged by reducing the femoral ends of the prosthesis. However, as the problems of prosthetic leg gradually increased and did not heal, the reduced prosthesis was removed and a new prosthesis was positioned. The current status of patient is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.